Event description:
The device was returned to the MFR with no info. The device tracking system indicated that the pt had expired. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.